Event description:
A report was received that the patient was implanted and during post-surgery, it was found that one of the leads had fallen into an anterior position. The patient underwent a lead explant procedure and was doing well postoperatively.